Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a differences between sensor glucose and blood glucose levels. The customer reported blood glucose value of 2.9 mmol/l.. The customer was treated with eating and drinking juice. The event involved product(s) mmt-7040c1. Troubleshooting was performed for sensor glucose and blood glucose discrepancy and the customer's blood glucose was 4.2 mmol/l and sensor glucose value was 10 mmol/l at the time of incident. The difference between sensor glucose and blood glucose values was 5.8 mmol/l and it was beyond 30% limit. Troubleshooting was performed for hypoglycemic event and the customer has used the insulin pump system within 48 hours of the reported low blood glucose event. The customer used the smartguard/auto mode of the insulin pump at the time of reported low blood glucose event. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.